Event description:
It was reported that the patient indicated that the ambicor penile prosthesis that was implanted in 2010 had not been performing the proper function to inflate and was not promoting a satisfactory erection for the past 6 months. The patient was expected to have the device replaced. Boston scientific has been unable to obtain additional information regarding the circumstances.